Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen that was not working. There was no patient involvement when the issue occurred. No patient or user harm reported. The philips remote service engineer (rse) noted that the customer v60 ventilator had a touchscreen that was not working. The customer ordered a replacement touchscreen. The repair is pending.

Manufacturer narrative:
H10: the customer reported that the touchscreen issue was observed when the device came in for routine maintenance. During power up and touchscreen calibration, the touchscreen would work as normal for a few minutes, but then would quit working. The customer reported that there were notable scratches on the screen. It was also observed when going into service mode and the recalibration would only repeat the cycle. The customer reported that the touchscreen was replaced to resolve the issue. The device was returned to service. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.